Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash on her back under the therapy electrodes. The patient describes the irritation as itchy, and tiny red bumps like a heat rash. Patient confirmed having a history of skin sensitivity. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician told her to use "benadryl and lotions". Follow up indicated that the rash "still itches in a couple of spots" and "it's getting better".